Event description:
It was reported that at device change out procedure, the right ventricle (rv) lead had failed to capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.